Event description:
A technician reported five pts with myopic surprises following intraocular lens (iol) implant surgery. Medical records were requested and rec'd. According to the medical records, this pt reported experiencing blurry vision, pain and eye feeling "liquidy" on the first postoperative day. At the next f/u visit, the pt reported improved pain, but was experiencing twitching and foreign body sensation. The pt had a medical history significant for chorodian nevi, conjunctival chalasis, papilloma of the left lower lid and dry eyes (per-existing). Additional information has been requested. There are five medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/02/2010, 09/03/2010, and 09/28/2010 by phone and fax. Medical records were rec'd on (B)(4). A completed questionnaire has not been rec'd. (B)(4).